Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Internal insulation abrasion was found at 8.7-9.7 cm from the helix. The etfe coating was intact at the same location.